Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the loose mechanism screws. The mechanism screws will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a close door issue. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.